Event description:
Attached dexcom g6 sensor to my left thigh. Pn#9500-45, lot#7280413 after 4 days, felt a burning sensation and noticed a red ring beginning. Removed the dexcom and saw blistering with some clear puss. Removed dexcom completely, cleaned the infected area, applied antibacterial ointment, and using cold compress to reduce swelling. FDA safety report ID # (B)(4).